Event description:
Same case as 2134265-2014-07828 and 2134265-2014-07827. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the motor drive unit was used in conjunction with an opticross¿ imaging catheter and a sled. Upon pullback, the device froze. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).